Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the catheter was found broke and missing. The nurse found that the indwelling needle was broken. The isolation plug of the catheter seat and the application on the catheter were already torn. The catheter was not found on the floor or bed. The patient was taken to for an ultrasound and CT scan. No catheter was found. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found catheter broke and missing on the second day, missing catheter couldn't be found by anywhere and b scan and CT.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8262074. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the device that was returned to us, had a broken tubing, with edges that indicate that a large pulling force was applied to the device. This most likely is the result of the patient inadvertently pulling on it during the indwelling period. Based on our results, the root cause for this complaint could not be related to our manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the catheter was found broke and missing. The nurse found that the indwelling needle was broken. The isolation plug of the catheter seat and the application on the catheter were already torn. The catheter was not found on the floor or bed. The patient was taken to for an ultrasound and CT scan. No catheter was found. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found catheter broke and missing on the second day, missing catheter couldn't be found by anywhere and b scan and CT.